Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening sharp in the plug strap bond edge assessed as an unidentified (tear) opening. Additional observations: crease flat observed in the surface. Wear abrasion observed in the device. Yellow particles inside observed in the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.